Event description:
The facility reported an infusion pump that "turns on by itself and shuts off by itself." Info was not provided regarding whether the reported event occurred during a pt infusion. Although attempts were made by baxter customer service, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident since the last baxter service event.